Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during a laparoscopic colectomy procedure, while stapling the colon, the surgeon was able to press the green button, but the stapler was able to staple only one load, in the second, it did not fire, it was necessary to change the stapler, the exchange was made and the next stapler only stapled a load too. It was necessary to change the stapler twice to use 4 reloads. A third stapler was opened to complete the surgery. There was no patient injury.